Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient was feeling sleepy while the cgm was displaying 3.9 mmol/l. The patient's bg was checked and the value was 1.4 mmol/l. The patient´s mother treated the patient with a glucagon emergency injection. The patient recovered after the treatment and went to school. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.